Event description:
Reference number: (B)(4). Event occured in the united states. It was reported that the patient experienced high blood glucose event on 26-feb-2026. The blood glucose level was high and the patient was treated with a bolus. No further information is available.